Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery. The customer reported that sets were not giving insulin. Patient's blood glucose at time of incident was 500mg/dl. Patient's current blood glucose was 64 mg/dl. The customer had nausea and felt sick. The customer treated high blood glucose with manual injections. Troubleshooting was performed and insulin exited at the quick release. Customer stated the drive support cap appears normal (slightly indented). The customer does not have tubing clamp to perform high pressure test. The insulin pump will not be returned for analysis.